Event description:
The 1st concerns a syringe 3p 50ml ref 300865 (ref magh2: 403562), lot: 2409092, expiry: 31/08/2029. Description of the facts: the gasket was disintegrated in the syringe, particles of the gasket suspended in the cytotoxic at the time of sampling. No patient harm. Follow-up 1st attempt comments (rec). "1. Did the incident occurred in safety environment as laminar flow hood?"yes." (B)(6): on (B)(6) 2024: follow-up 1st attempt comments (rec). "1. Was the device being used in/on patient when the issue occurred? "No, at the upc under psm". 2. Was patient or user harmed? If yes, please explain "loss of preparation time". 3. Was the hcp present when the issue occurred? "Not applicable" 4. If leakage occurred, please confirm the fluid that leaked. "Not applicable". 5. Was additional medical intervention/medication required? If yes, please explain, "not applicable, new syringe used". 6. Please confirm the number of products affected. "1 syringe". 7. Has there been any healthcare worker¿s exposure to blood or bodily fluids? "Not applicable". 8. Have any other actions been taken? "Use of a new syringe, quarantine of the faulty one, declaration". 9. We've been told that samples are available for investigation. Could you please clarify whether these are samples that are. A. Unused (before use). B. Used (during or after use)" yes, it was used, cytotoxic contaminated (emptied then quarantined)".

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, small gray particles were observed within the syringe. Characterization testing was performed and identified the particles are consistent with the stopper silicone. The stopper is provided by a supplier, incoming inspections are performed according to procedure, no issue related to this incident were identified during the inspections performed for the reported lot. A device history review was performed for the reported lot 2409092, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of lot 2409092 were used for additional evaluation. All product was inspected, no foreign matter or other contamination was observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. We perform inspections and clearly defined cleaning procedures after production of each lot. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out without issue. While we cannot identify a direct issue, the particles observed were identified to be stopper silicone mixed with dirt, likely due to accumulating within the line. To date, there have been no other similar events reported for this lot. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.